Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt's relative contacted lifescan (lfs) canada alleging that the pt's one touch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on answers provided by the customer service. Representative (csr) to follow-up questions requested of the medical surveillance specialist (mss). On the morning of the day prior, the reporter claimed the pt obtained a blood glucose reading of "18 mmol/l (324 mg/dl)" with the subject meter. The csr noted that the patient's typical readings usually fell in the "11-12 mmol/l (198-216 mg/dl)" range. As a result of the alleged high reading, the reporter stated that the pt took an additional 6 units of novolin 30/70 insulin (total 20 units). That afternoon (time unk), the pt developed symptoms of feeling weak, nauseous, and sweaty. At the onset of symptoms, the reporter claimed the pt obtained blood glucose readings of "5 or 6 mmol/l (90-108 mg/dl)" with her son's meter (brand unk) and an approximate reading of "14 mmol/l (252 mg/dl)" with the subject meter. In response to the symptoms, the pt was given candy and reportedly felt better. Later that evening, at approximately 7:00 pm, the pt obtained blood glucose readings of "14.1 mmol/l (254 mg/dl)" with the subject meter and "8.6 mmol/l (155 mg/dl)" with her son's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. At the time of troubleshooting, the csr confirmed that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.